Event description:
It was reported to boston scientific corporation that the patient had anterior pelvic organ prolapse and was implanted with an uphold vaginal support system during procedure on (B)(6) 2009. The procedure was completed without any complications. According to the complainant, post-implantation, the patient began experiencing infections, dyspareunia, recurrence of her prolapse, and hemorrhoids (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient had anterior pelvic organ prolapse and was implanted with an uphold vaginal support system during procedure on (B)(6) 2009. The procedure was completed without any complications. According to the complainant, post-implantation, the patient began experiencing infections, dyspareunia, recurrence of her prolapse, and hemorrhoids (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.